Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported the pump emitted multiple 128-fxxx call service alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jul-2018 with the following findings: a review of the black box and alarm history showed no evidence of a call service 128 alarm. The battery compartment and cap were undamaged and able to fit. The ez-prime steps were performed correctly and all current readings were within specifications. No call service 128 alarms occurred during the investigation. The allegation of a call service 128 alarm was unable to be duplicated. The pump cover was removed to find no intermittent conditions to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.